Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results were obtained from two samples from two different patients when using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A definitive assignable cause of the event could not be determined. Based on historical qc fluid results, a vitros troponin I es lot 5420 performance issue cannot be ruled out as a contributor to the events. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 5420 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the events. An ortho field engineer (fe) carried attended the customer site on 12 february 2024 and performed troubleshooting activities. Following the troubleshooting activities, the ortho fe carried out vitros tropi es within-run precision testing which indicated that the vitros 5600 integrated system was performing as expected following the ortho fe's troubleshooting activities. Therefore, it is possible an instrument issue contributed to the higher-than-expected results for the patient samples. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture's recommendation for sample centrifugation. Therefore, cellular debris, due to poor sample preparation, was likely present in the affected samples, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5420.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected troponin I results were obtained from two samples from two different patients when using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient 1 result of 0.387 ng/ml versus the expected result of <0.012 ng/ml patient 2 result of 0.150 ng/ml versus the expected result of 0.014 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es results were reported from the laboratory. However, no treatment was initiated, altered, or stopped based on the reported result and corrected reports were later issued for both patients. There has been no allegation of patient harm as a result of these events. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).